Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2010, the pt was hospitalized due to the pt's baclofen pump becoming infected. The pump was removed and the pt received a 24 hr dose of baclofen in a 10 hr period. The pt subsequently became unresponsive and was admitted to the intensive care unit (ICU). The pt experienced chills and was premedicated with tylenol (acetaminophen). The pt continued administration of rebif. The pt was discharged from the hospital on (B)(6) 2011. At the time of the report, the pt had recovered from being unresponsive and was recovering from the chills. The outcome of the baclofen pump infection was not reported. The physician assessed the pt being unresponsive and the infected baclofen pump as not being related to the rebif therapy.